Event description:
Reported via clinical study. It was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine one (1) year follow up computed tomography (CT) scan, imaging showed a residual leak of 7mm. There was no intervention performed to close the leak. The patient medication regime up to leak find was aspirin 81mg daily and apixaban 5 mg twice daily.